Event description:
The customer reported that while using a covidien force fx generator with three comepa industries monopolar pens, one pen caught on fire. As a result the patient received a burn to their ear. No injury or permanent damage was reported. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.